Event description:
It was reported to philips that tempus ls failed the pacer test during the annual preventive maintenance. Device displayed defibrillator pacer module hardware failure message . A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.